Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, it was concluded that the complaint root cause could not be found from the information given in the complaint. The revision was for ongoing pain and swelling at 12mths. The x-rays may or may not be weight bearing and are of very poor quality. No post primary x-rays are provided so it is not possible to comment on the bone cement/bone interface. No report has been received on the parts. This series of complaints was reviewed as part of (B)(4) to see if an adverse trend exists for the duofix series when follow on procedures are performed. The complaint shall be closed with an indetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis.

Event description:
The patient experienced ongoing pain and swelling since procedure and a re-revision was performed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.